Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon began to fire a clip on the cystic artery and the clips were dropping out of the jaws. It is not known if they fell into the patient. The surgeon used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease. What was found? Does the patient have any relevant history of surgical treatments? Asku. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom?